Manufacturer narrative:
Retainer ring = clear. The customer was hospitalized for high bg's on (B)(6) 2021. The customer alleged pump error 63 during self test and high bg's. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0867 inches. Pump error 63 (variable 3) on (B)(6) 2021 at 09:38:45.000 was noted in the formatted history file and the pump alarmed pump error 63 during self test broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check/vibrate check due to pump error 63. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful and carelink upload was successful. Unable to completed the functional testing (self test) due to pump error 63 during self test. Pump error 63 was confirmed. Unable to confirm alleged high bg's. Patient calls because he has high bg since friday (f.e. 520). He made pens to lower it, last bg: 160. He went to the (B)(6) hospital in (B)(6) to do some tests to understand the reason for the high bg but everything was ok. He changed the infusion set several times, cannula was not bent. Insulin stored properly, not expired or cloudy. Insertion area ok. Completed catheter filling: insulin comes out. Displacement test: ok. It does not have the clamps for the hp test. Time and data correct. No particular alarms, just high glucose. Self-test: error 63 twice consecutively. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had twice consecutively hardware low level failures alarm. Customer stated that they experienced high blood glucose of 520 mg/dl and treated with pen. Customer stated that alarm occurred during self test. The device will be returned for analysis.